Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix clogged with blood/tissue and was found bent, which is consistent with procedural damage. X-ray examination of the inner coil found no anomalies or distortion that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to the helix being bent and clogged with blood/tissue.

Event description:
Additional information was received that the helix of the rv lead was unable to extend or retract.

Event description:
During an implant procedure, unspecified helix rotation issues were observed on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.